Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited an electrical reset upon interrogation with a programmer with a recent software update. Device testing yielded normal function with no change to programmed parameters although diagnostic data was lost. The device remains in use. No patient complications have been reported as a result of this event.